Event description:
It was reported to philips that the customer was unable to calibrate the etco2 during annual preventative maintenance. There was no reported patient involvement/adverse patient impact.